Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital due to lost of communication from the parameter on the controller. Only power was available on the controller display. The log file analysis confirmed a communication fault and the controller was exchanged. After the exchange, all parameters available on the controller display and monitor. The patient was cardiopulmonary stable all the time during the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication faults was able to be confirmed via review of the log file; however, was unable to be reproduced during testing. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and log files were submitted for review and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days (29jul2022 ¿ 30jul2022, 17aug2022 per timestamp). Events captured on 17aug2022 took place in the testing labs at abbott. Lvad communication fault alarms coincident with com_a and com_b faults were active on 29jul2022 from 22:16:49 ¿ 23:59:20. The alarms did not clear in the log file. The driveline was disconnected on 30jul2022 at 00:42:33 and the controller was shut off at 00:42:58. There were no other notable alarms active in the log file. Although the controller lost communication with the pump, power was still going to the pump indicating that the pump was still functioning. A log file was submitted for review from the backup heartmate 3 system controller (serial number: (B)(6)) following the controller exchange. A review of the submitted log files showed events spanning approximately 19 days (01apr2019, 01jan2000, 10sep2019, 02oct2018, 05oct2018, 22oct2018, 05mar2019, 28may2019, 23jul2019, 17sep2019, 28jun2020, 18aug2020, 18aug2020, 08sec2020, 02feb2021, 06apr2021, 28jun2021, 29jul2021, 30jul2021, and 30jul2022 per timestamp). Events captured on 01jan2000 took place when the clock was not set; therefore, the exact dates and times of the events were unable to be conclusively determined through this investigation. The driveline was connected on 30jul2021 at 00:32:18 and the clock was set to 30jul2022 at 00:59:22. There were no notable alarms active in the log file. Pump operation was not affected while the driveline was connected. The controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller was able to function as intended. The communication fault alarms cleared after the controller exchange as indicated by the log files and product testing. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance (qa) specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including communication fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.